Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device was no longer alarming for high glucose alerts. The customer¿s blood glucose during the incident was 250 mg/dl. Details regarding symptoms or treatment of their high glucose levels were not provided. The device will be returned for analysis. Updated complaint notes on september 5, 2019: the customer reported that they experienced high blood glucose and when they pulled out the reservoir, they noticed that insulin leaked past the o-ring and into the pump.